Event description:
Healthcare professional reported no complaint against the left side device. Healthcare professional later reported "rupture found via ultrasound" and "it is difficult to confirm left side device implant shell calcification." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, calcification. Visual analysis: device photograph(s) for the device related to the reported event of no complaint against the device was requested on (B)(6) 2023. Lot number 1690271 can be observed on the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported no complaint against the left side device. Healthcare professional later reported "rupture found via ultrasound" and "it is difficult to confirm left side device implant shell calcification." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on radius assessed as fold flaw opening. Calcification: not observed. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.